Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d109 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint category, pressure dome membrane leak. No trend was detected for this complaint category. However, a corrective and preventive action has already been initiated for complaint category, pressure dome membrane leak. Service order, (B)(4), feedback: the service technician replaced the collect pressure sensor, the return pressure sensor, and the plug on the pump cover. The system checkout procedure was then successfully completed. No further action required. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported that a pressure dome membrane leak occurred during treatment after 1180ml of whole blood processed. The customer stated that the pressure dome sprang out of its position and there was a small blood leak. The customer was advised to abort the treatment. The patient was reported to be in stable condition. It was explained to the customer how to correctly position the pressure domes on the sensors. The customer requested service of the instrument. Service order, (B)(4), was generated. The customer did not return the kit for evaluation .